Event description:
Boston scientific received information that the patient with this device system reported blacking out. The cause of the observation was unknown. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.